Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of pneumonia and asthma. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
He manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused pneumonia and asthma.. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on august 28, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pneumonia and asthma that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation, the manufacturer observed that there is unknown missing ui (users interface) knob, the air outlet port had dust-like contamination in it, tan dust-like contamination at the air inlet, pca (printed circuit assembly) had significant dust-like contamination all over the top of it especially near the ui (users interface) knob area, dust-like contamination on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor, in the bottom of the blower box, air inlet seal had yellowed and had dust-like contamination on it. Confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 12 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Section e3 and h6 impact code was corrected in this report. Sections d8, d9, h2, h3 and h6 has been updated in this report.